Event description:
Event description cpi received information that this ventak 1555 implantable cardioverter defibrillator (ICD) exhibited abnormally short charge times at a routine follow-up. The ICD was replaced.

Manufacturer narrative:
Event conclusion cpi's analysis found: an electrically degraded transistor that caused the ICD to become unable to charge which resulted in abnormally short charge times.